Event description:
On (B)(6) 2013, the reporter stated that a part of the nexiva catheter tip broke off in the pt's arm upon the nurse discontinuing. The nurse removed the piece protruding from the arm with a sterile tweezers, but an ultrasound determined there was another piece under the pt's skin. A doctor then administered local anesthetic and removed the remaining piece. Additional info received on (B)(4) 2013, the catheter broke in two pieces. One piece was removed with sterile tweezers by the nurse and the last piece required a minor procedure at the bedside by the vascular surgeon. The pt should not experience any problems with the minor procedure that was performed. The pt did not experience a longer hospital stay.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.